Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the plastic ring on the reservoir compartment broke off. Customer's blood glucose was 74 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, cracked case at corner of the belt clip rails and minor scratched lcd window.